Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the high voltage portions of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.